Event description:
According to the reporter, the three tracheostomy tube to inflation line start-up area was damaged during use. There was no patient harm. It was observed that the way the inflation line was wrapped during packaging was different from the previous trach, and that the amount of adhesive at the tube connection region has been reduced.

Manufacturer narrative:
Concomitant product: 5.0plcf 5.0mm ID paed lng med cuffedx1 (lot#: 22k1584jzx); 5.0plcf 5.0mm ID paed lng med cuff-dx1 (lot#: 22k1584jzx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 correction: d3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.